Event description:
Patient received 1 appropriate shock during vf. Post shock sinus bradycardia rhythm was at 50 bpm with pvcs and hb. No allegation of a death. Patient reported burns on their back after the treatment. Outcome of the irritation is unknown. Patient is going to continue to wear the lifevest.